Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were bent by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed for the reported self-activation. The bent bumpers likely contributed to the incomplete cannula tang engagement and the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, the device allegedly self activated after the second slide was primed. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.